Event description:
It was reported that the patient underwent a laminoplasty at c4-c7. Post-operatively on the same day, it was found that the plate had been implanted inappropriately and led to a fracture in the lamina hinge. According to the report, "the surgeon considered that the event was due to technical error and not attributed to the implant." No further patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.